Event description:
During baxter's evaluation of a returned spectrum infusion pump, "door jammed" alarms were observed. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. The unit was received with a load set message. The evaluation then loaded an IV set and closed the door. Unit then alarmed door not fully latched message. Further evaluation found the upper link switch damaged and part of the switch was found near downstream sensor. The reported symptom of "door would not shut with an IV set" is most likely referring to the door not fully latched message. Also history log shows multiple "door jammed" messages which correspond with the reported symptom. The upper auxiliary has been replaced.